Manufacturer narrative:
(B)(4). Date sent: 12/29/2023. D4: batch # unk. Investigation summary: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the two photos shows one device inside of the package, it was observed the manual override door out of position, however due to the photo's bad quality it was not possible determine the door's condition. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9d95g, and no non-conformances were identified.

Event description:
It was reported that during surgery, opened the packaging box, and before opening the sterilization packaging, noted the manual override lever had been opened and was in a scrapped state. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.